Event description:
Device malfunction: difficulty removing sds. Time of malfunctions/ae: during the procedure. Symptoms/ae: required implantation of second stent. It was reported that the absolute stent was deployed in the right external iliac artery. The stent delivery system (sds) was advanced and became caught on the stent, bending the proximal end of the stent. After the sds was completely removed, it was observed that the delivery catheter was damaged, described as "peeled back a bit". An unspecified stent was implanted inside the bent absolute, apposing the stent to the vessel wall. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
( Off label vascular use).eval summary: the stent remains in the pt's body and the stent delivery system (sds) was not returned. Without device examination, a root cause for the sds and stent interaction and damage could not be determined. According to the absolute instructions for use, the absolute is intended for palliation of malignant strictures in the biliary tree. The safety and effectiveness of use in the vascular system has not been established. The lot number was not identified, therefore, a device history record review could not be performed.